Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4. Device manufacture date, h6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for a subcutaneous hematoma in their left calf on (B)(6) 2023 and absorbable hemostat was used. The surgeon used a hemostatic gauze to place it inside the wound to stop the bleeding. On the 12th day after surgery, the patient experienced continuous fluid leakage from the wound, and a large amount of black and unabsorbed hemostatic gauze was visible after partial suture removal. The doctor performed anti infection and dressing change treatment on the patient's wound. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.